Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown 14f abbott delivery system. Patient was in non-sinus rhythm. There were no reported issues with the implantation procedure. Transseptal puncture was inferior/mid. Heparin administered, protamine administered post procedure. On (B)(6) 2025, the patient was re-admitted with shortness of breath. Transesophageal echocardiogram (tte) was performed which revealed pericardial effusion. Pericardiocentesis was performed which drained 600ml of fluid. The patient was reported to be stable. In the physician's opinion the pericardial effusion was due to the amulet.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system. On (B)(6) 2025, the patient was re-admitted with shortness of breath. Transesophageal echocardiogram (tte) was performed which revealed pericardial effusion. Pericardiocentesis was performed which drained 600ml of fluid. The patient was reported to be stable.